Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a remaining longevity of 13%. In (B)(6) 2016, it displayed a remaining longevity of a 8%. A memory download was submitted to boston scientific technical services (ts) for review. The data was reviewed by an engineer and it was confirmed that this was an artifact of the longevity calculation changing from the programmer to the actual battery voltage of the s-ICD battery. The programmer typically underestimated longevity and the 13% remaining longevity is the accurate value. It was also confirmed that the battery was depleting normally. This was communicated to the field representative to provide to the physician. No adverse patient effects were reported. The s-ICD remains implanted and in service.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Over a year later, the s-ICD was explanted and returned for laboratory analysis.